Manufacturer narrative:
An event regarding alleged patient infection involving a trident liner was reported. The event was confirmed. Device evaluation could not be performed as reported device was not returned. They were sent to pathology as per hospital policy. A review of the provided operative report by a clinical consultant concluded that a medical review could not be performed. A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Review of the sterilization records verified the devices were sterilized to specification. A complaint history review found no other events have been reported for the manufacturing or sterile lot. The exact cause of the event could not be determined because limited information was provided. No further investigation for this event is possible at this time.

Event description:
Patient reports to dr. (B)(6) status post hip replacement 2009. Test revealed an infection of the total hip. Dr. (B)(6) proceeded to remove infected hip and replace it with a temporary spacer made from an implant wrapped with antibiotic laden cement.

Event description:
Patient reports to dr (B)(6) post hip replacement 2009. Test revealed an infection of the total hip. Dr (B)(6) proceeded to remove infected hip and replace it with a temporary spacer made from an implant wrapped with antibiotic laden cement.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident psl ha solid back 52mm, cat# 540-11-52e, lot# 31055301; accolade plus tmzf hip stem #3, cat# 6021-0335, lot# 31028301; delta v-40 ceramic head 36/-5, cat# 6570-0-036, lot# 31466602. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was sent to pathology as per hospital protocol and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.